Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove an obstruction from the speaker holes, clean them, and follow a series of steps to resume insulin delivery. The issue was resolved after these actions, and the pump resumed normal operation with additional guidance provided to prevent future alarms.